Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no samples or images of the reported adverse reaction could be provided, the failure mode could not be confirmed, preventing the determination of a definitive root cause. A clinical assessment was carried out. The following conclusions were made; ¿clinically relevant supporting documentation was not provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that the area was treated with ¿iodized disinfection and then dexamethasone injection¿ after which ¿the red rash was vanished gradually¿. It is uncertain if the reaction that the patient experienced is due to an allergy to medical adhesive or the result of a non-allergic sensitivity/ irritation caused by one or more chemicals in the adhesive and/or cleansing products. No further patient impact is anticipated as the rash reportedly disappeared gradually. No further medial assessment is warranted at this time.¿ a risk management review was carried out. Adverse skin reaction, irritation/irritant contact dermatitis and type 1 and 4 sensitivity harms are currently captured in the risk files for iv3000. No further actions required at this stage as a thorough medical investigation could not be performed to identify the root cause or link of this complain directly to the product. As stated in the IFU for this product, care must be taken when removing adhesive products from sensitive or fragile skin. The dressing must be monitored frequently to ensure the adhesion of the dressing remains intact. On this occasion we do not have sufficient information to determine a definitive root cause. Should further information become available, this case may be reopened. No further action is deemed necessary at this time. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient complained about th pico site being so itchy that he could not stand it. The skin was brown and pigmented, and the red rash was seen scattered in the papules. The skin around the catheter was immediately treated with iodized disinfection, and then dexamethasone injection of 5mg was applied to the affected area. The red rash was vanished gradually.